Event description:
It was reported the device had a force sensor issue. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact. The top and bottom cases are in excellent condition. Cracked battery door and hairline crack on right plunger case. No visible contamination. History log showed force sensor test found in ehl. Power up process and performed calibration verification test. Testing concluded force sensor test error duplicated during the power up process. Error found in ehl. Steady state reading of the force sensor (with no pressure on it) 0= count 0 = - 0.89 lbs. 5 =count 0= - 0.89 lbs. Force sensor. Force does not change when force applied to the force sensor ( force readings remains the same). The root cause was unable to determine. No physical damage or contamination on plunger head. The tech replaced force sensor. Replaced plunger board due to connector came loose during the trouble shooting process. Power up process and device passed all the functional tests. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.